Event description:
According to the information there was bleeding from the urethra, perforation of the distal urethra, and scrotal hematoma.

Manufacturer narrative:
Based on the limited information received, qa concludes device function was not associated with this event. However, because evaluation of the device would not conclusively confirm or disprove the report of urethral perforation, and/or scrotal hematoma, qa will accept the physician's observations of this as the cause for surgical intervention. The information received provided no indication of contributing factors to this occurrence.